Event description:
Per the info provided to co by means of a user facility medwatch report, it stated, "failed penile prosthesis. Implant will no longer inflate or deflate". Add'l, it was reported that the pump component only was removed and replaced.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted ono 2/10/93 and revised on 2/26/97 due to a "malfunction." The received info indicated that the reason for revision was "non-function," and that it would "no longer inflate or deflate." A pump components was returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned component revealed a separation/leakage site int he serialized outlet tubing at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristics of stress(es) induced rending. Opposite the separation a crease mark is noted in the tubing and a confined area of abrasion is noted on the strain relief and tubing. Additionally the monofilament is retracted from its original position and the tube has a torqued appearance. Based on the limited info provided and qa's examination, qa concluded that while in-vivo, the serialized outlet tubing was partially kinked and abrading against its associated strain relief. Qa further concluded that this positioning, in combination with device usage and the over extending tube over time, contributed to sufficient stress(es) to rend the tubing at this site. This rent would allow the loss of fluid and render the device inoperable.